Event description:
Company investigated a single report of a failure to power up after a device was removed from ac power. The device is designed witgh an ac loss alaert to notify users the device has not been reconnected to ac power. During normal operation and if the alert is enabled, the device will beep 3 times for seven seconds and repeat every 2 minutes until the device is reconnected to ac power or turned on. Company has confirmed that if an operator attempts to turn on a device with version 28 operating software while the alert is sounding (beeping), the device will not turn on and will ignore all operational commands until connected to ac power.

Event description:
Medtronic field service has observed in a number of devices with newer software that they can latch up when attempting a dc power-on during a sonoalert event.